Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012 for this event and discovered that the needle was bent. The fse replaced the needle which resolved the issue. Instrument operation was verified after service was performed. The failure mode was attributed to a bent needle. Per labeling, lh750 operators guide pn4277249 beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a 2 ml diluted bloody fluid leak contained inside the coulter lh 750 analyzer. The operator was wearing gloves and a lab coat at the time of the incident. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. There was no impact to patient results.